Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A surgeon reported that after a thyroidectomy when they removed the endotracheal tube, the patient¿s mucosa was damaged by the green/white electrode of the tube, resulting in the patient having to go to an ent physician.